Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "sealing problem during suture in cholecystectomy procedure." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit and four dispensed clips were returned for evaluation. Upon inspection of the clips, engineering found that one clip was slightly misaligned, one clip was not fully closed and bent at the apex, and two clips were closed over each other and not formed correctly. Upon inspection of the unit, engineering found that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. The epix universal clip applier instructions for use warns, "avoid firing the clip applier over another clip or instrument as this may distort the jaws." This document represents our final report.